Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the front enclosure consistant with mis-handling. The user manual states, "do not use the x series in the presence of oxygen-rich atmospheres, flammable anesthetics, or other flammable agents (such as gasoline). Using the unit in such environments might cause an explosion." The device the device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while on the scene of a call, a lit cigarette was dropped into the device's flow of oxygen and the device caught fire. Complainant indicated that the clinician obtained another device to treat the patient. Complainant indicated that there was no adverse effect to the patient or users due to the reported malfunction.